Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 453 mg/dl at the time of incident. The customer's blood glucose was 466 mg/dl at the end of call. The customer stated that she tried to treat the high blood glucose by bolus. The customer stated that the insulin did exit during fixed prime. The customer stated that the cannula was not bent. The insulin pump will be returned for analysis.